Manufacturer narrative:
Two 72201491 ultra-fast-fix assembly curved needle devices used for treatment, were returned for evaluation. These devices are not serialized. The devices arrived unmarked in one bag. Since we are unable to determine which device is aligned to which complaint number. They will be evaluated together and retained together. The results were applied to both complaints. The complaints stated: ¿ultra fast-fix delivery system had issues deploying t2 anchor.¿ this product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Suture was not returned for either device. T1 and t2 were not returned for either device. The depth limiters were attached and were both trimmed unusually short revealing the blue-green needle sheath. Each had some needle distortion. One was visible bowed toward the right. The other had an over exaggerated delivery tip. Per instructions for use : ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. This report is related with the MDR 1219602-2019-00989

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl and meniscus tear repair, the ultra fast-fix delivery system had issues deploying t2 anchor. It is unknown whether t1 anchor was removed from the patient. A back-up device was available to complete the procedure. The surgery was delayed during 15 min as consequence of the alleged malfunction. The patient was not injured.